Event description:
A report received from cordis clinical study indicated that, six months after implantation of two cypher stents, a patient although asymptomatic presented for a six-month follow up angiographic study with 70% restenosis of both stents. At the index procedure, a cypher 3.0x28mm was implanted in the main brach (mid left circumflex) at 18 atms by kissing balloon with a ballon size of 3.0x20mm at 10 atms. Final stenosis was 0% with a final timi flow of 3. The second cypher, 3.0x28mm was implanted in the side branch (first obtuse marginal) at 16atms also by kissing balloon with a balloon size of 2.5x20mm at 12atms. Predilatation balloon angioplasty was conducted with a 2.0x20mm balloon at 16atms. Final % stenosis was 0 with a timi flow of 3.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-00851 and 9616099-2007-00850. Additional information will be submitted within thirty days upon receipt.